Event description:
The reporter contacted animas on (B)(6) 2013 and stated the keypad buttons were hard to push. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: investigation revealed that the keypad cover was undamaged and the keypad buttons were unresponsive. The keypad cover was removed, and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; there was moisture damage in the battery compartment; and leak testing revealed a leak at the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.